Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and determined that fibrin buildup caused the event. He decontaminated the module, replaced the worn sipper and tubing, and verified the module's performance with successful calibrations and test results. The investigation determined that the identified hardware issue caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode ise indirect na-k-cl for gen.2 assay results for several patient samples tested on the cobas 6000 c (501) module. One patient sample with discrepant results was provided: sodium the initial result was 159 mmol/l. The repeat result was 142 mmol/l. Chloride the initial result was 119.1 mmol/l. The repeat result was 105.4 mmol/l. The questionable results were not reported outside the laboratory, as they were deemed high and abnormal probe alarms were generated on other results. The repeat results were deemed correct.